Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A check of the diagnostics showed a failed mixing pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, a labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80. A check of the diagnostics showed a failed mixing pump. They would order and repair onsite. As per additional information received on 19oct2022, there was no patient involvement as it was found during calibration. Biomed would order part and replace pump onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80. A check of the diagnostics showed a failed mixing pump. They would order and repair onsite. As per additional information received on 19oct2022, there was no patient involvement as it was found during calibration. Biomed would order part and replace pump onsite.